Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has not been used for more than 15 years (non-user). After implantation the device was working but the user did not feel that she was getting the desired benefit. Additional information stated that the user reported experiencing pain in the implant region and that is why she asked to have the device removed. The device has been explanted.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. Furthermore the recipient was a non-user of the device and reported pain in the implant area, most likely caused by the the broken and grown in implant housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
The device has not been used for more than 15 years (non-user). After implantation the device was working but the user did not feel that she was getting the desired benefit. Additional information stated that the user reported experiencing pain in the implant region and that is why she asked to have the device removed. The device has been explanted on (B)(6) 2019. During the explantation surgery the implant housing was found to be damaged. The surgeon reported that soft tissue was growing into the implant which was seen at the time of explantation.